Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they were experiencing leaking when they connected the minibore set (model 30914) to the antisiphon valve set (model c25012). Believing that the leak was occurring due to back pressure from the minibore they changed to a smallbore (model me2010) set, which they said seemed to alleviate the problem. There are no specific event dates or patient details regarding this issue. There is no report of patient harm or medical intervention.